Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot sp100605 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. On 11/dec/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with a strattice device on 02/jun/2018. The patient underwent a ¿diagnostic laparoscopy, laparoscopic lysis of adhesions, laparoscopic guided bilateral transversus abdominis plane block, open mesh explantation, open recurrent ventral incisional hernia repair with primary fascial closure and mesh reinforcement in the retrorectus plane, and bilateral myofascial muscular compartment release and advancement flap creation¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain, recurrence, adhesions, hernia incarceration, and intervention and mesh removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, adhesions, hernia incarceration, and intervention and mesh removal surgery¿ between (B)(6) 2023. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien progrip,¿ on (B)(6) /2023. The form indicates that the device was not removed or revised.